Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain/I had little to no pain at all') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parakeratosis on (B)(6) 2011, vaginal dryness on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, gallbladder operation and cholecystectomy. Denies any stress urinary incontinence or urinary urgency. Concurrent conditions included leiomyoma nos since (B)(6) 2016, paratubal cyst since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, abdominal cramps since (B)(6) 2016, carpal tunnel syndrome since (B)(6) 2016, hyperopia since (B)(6) 2016, astigmatism since (B)(6) 2016, endometrial polyp since (B)(6) 2013, hair loss since(B)(6) 2013, irregular menstruation since(B)(6) 2013, obesity, condom, irregular menstruation, hot flashes and night sweats. Concomitant products included bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and oral contraceptive nos. In 2011, the patient experienced depression ("depression"), migraine ("migraines. So glad this damn migraine is going away") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. In 2012, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), arthralgia ("joint pain/ achy joints") and back pain ("low back pain/ back pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("chronic diarrhea"), alopecia ("hair loss") and vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced tooth loss ("tooth loss") and tooth fracture ("teeth cracking"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), inflammation ("it causes chronic inflammation due to the materials it's made out of"), hypoacusis ("my hearing has gone downhill"), tinnitus ("ringing in my ears also,my hearing has definitely gone downhill"), abdominal distension ("bloating"), gastrointestinal disorder ("I have also had constant bowel issues as well"), dizziness ("unexplained dizziness"), hypoaesthesia ("I wake up with my arms numb "), paraesthesia ("tingly to shoulders"), uterine enlargement ("my uterus was enlarged"), pyrexia ("fever,chills and migraine that just might kill me"), chills ("fever,chills and migraine that just might kill me") and abdominal pain upper ("keep having these random god awful stomach pains") and was found to have blood pressure measurement ("I figured out blood pressure"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, diarrhoea, alopecia, tooth loss, tooth fracture and arthralgia had resolved, the vaginal haemorrhage, menorrhagia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, back pain, vitamin d deficiency, inflammation, hypoacusis, tinnitus, abdominal distension, gastrointestinal disorder, dizziness, hypoaesthesia, paraesthesia, uterine enlargement, pyrexia, chills, abdominal pain upper and blood pressure measurement outcome was unknown, the bacterial vaginosis, depression, anxiety and headache had not resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, blood pressure measurement, chills, depression, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hypoacusis, hypoaesthesia, inflammation, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pyrexia, tinnitus, tooth disorder, tooth fracture, tooth loss, uterine enlargement, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs received : outcome of migraine is changed from unknown to recovering resolving. Following event was added : fever,chills that just might kill me, keep having these random god awful stomach pains, I figured out blood pressure, incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parakeratosis on (B)(6) 2011, vaginal dryness on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, gallbladder operation and cholecystectomy. Denies any stress urinary incontinence or urinary urgency. Concurrent conditions included leiomyoma nos since (B)(6) 2016, paratubal cyst since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, abdominal cramps since (B)(6) 2016, carpal tunnel syndrome since (B)(6) 2016, hyperopia since (B)(6) 2016, astigmatism since (B)(6) 2016, endometrial polyp since (B)(6) -2013, hair loss since (B)(6) 2013, irregular menstruation since (B)(6) 2013, obesity, condom, irregular menstruation, hot flashes and night sweats. Concomitant products included bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and oral contraceptive nos. In 2011, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. In 2012, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), arthralgia ("joint pain/ achy joints") and back pain ("low back pain/ bacl pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("chronic diarrhea"), alopecia ("hair loss") and vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced tooth loss ("tooth loss") and tooth fracture ("teeth cracking"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), inflammation ("it causes chronic inflammation due to the materials it's made out of"), hypoacusis ("my hearing has gone downhil"), tinnitus ("ringing in my ears also"), abdominal distension ("bloating"), gastrointestinal disorder ("I have also had constant bowel issues as well") and dizziness ("unexplained dizzines"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, diarrhoea, alopecia, tooth loss, tooth fracture and arthralgia had resolved, the vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, back pain, vitamin d deficiency, inflammation, hypoacusis, tinnitus, abdominal distension, gastrointestinal disorder and dizziness outcome was unknown and the bacterial vaginosis, depression and anxiety had not resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hypoacusis, inflammation, menorrhagia, migraine, nausea, pelvic pain, tinnitus, tooth disorder, tooth fracture, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, menorrhagia" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet and social media contents received : events added- inflammation, hypoacusis, tinnitus, abdominal distension, gastrointestinal disorder, dizziness. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parakeratosis on (B)(6) 2011, vaginal dryness on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, gallbladder operation and cholecystectomy. Denies any stress urinary incontinence or urinary urgency. Concurrent conditions included leiomyoma nos since (B)(6) 2016, paratubal cyst since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, abdominal cramps since (B)(6) 2016, carpal tunnel syndrome since (B)(6) 2016, hyperopia since (B)(6) 2016, astigmatism since (B)(6) 2016, endometrial polyp since (B)(6) 2013, hair loss since (B)(6) 2013, irregular menstruation since (B)(6) 2013, obesity, condom, irregular menstruation, hot flashes and night sweats. Concomitant products included bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and oral contraceptive nos. In 2011, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. In 2012, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), arthralgia ("joint pain/ achy joints") and back pain ("low back pain/ bacl pain") and was found to have weight increased ("weight gain"). In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("chronic diarrhea"), alopecia ("hair loss") and vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced tooth loss ("tooth loss") and tooth fracture ("teeth cracking"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), inflammation ("it causes chronic inflammation due to the materials it's made out of"), hypoacusis ("my hearing has gone downhil"), tinnitus ("ringing in my ears also"), abdominal distension ("bloating"), gastrointestinal disorder ("I have also had constant bowel issues as well"), dizziness ("unexplained dizzines"), hypoaesthesia ("I wake up with my arms numb"), paraesthesia ("tingly to shoulders") and uterine enlargement ("my uterus was enlarged"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, diarrhoea, alopecia, tooth loss, tooth fracture and arthralgia had resolved, the vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, back pain, vitamin d deficiency, inflammation, hypoacusis, tinnitus, abdominal distension, gastrointestinal disorder, dizziness, hypoaesthesia, paraesthesia and uterine enlargement outcome was unknown and the bacterial vaginosis, depression and anxiety had not resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hypoacusis, hypoaesthesia, inflammation, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, tinnitus, tooth disorder, tooth fracture, tooth loss, uterine enlargement, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: reporter added. Added events I wake up with my arms numb, tingly to shoulders,my uterus was enlarged. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation, parakeratosis on (B)(6) 2011, vaginal dryness on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011 and cholecystectomy. Denies any stress urinary incontinence or urinary urgency. Concurrent conditions included obesity, condom, vaginal bleeding since 18-mar-2016, abdominal cramps since (B)(6) 2016, carpal tunnel syndrome since (B)(6) 2016, hyperopia since (B)(6) 2016, astigmatism since 18-mar-2016, hair loss since (B)(6) 2013, irregular menstruation since (B)(6) 2013, endometrial polyp since (B)(6) 2013, leiomyoma nos since 7-apr-2016, paratubal cyst since 7-apr-2016, irregular menstruation, hot flashes and night sweats. Concomitant products included bupropion (wellbutrin), fluoxetine hydrochloride (prozac) and oral contraceptive nos. In 2011, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). On 26-aug-2011, the patient had essure inserted. In 2012, 2 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain"), arthralgia ("joint pain") and back pain ("low back pain"). In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("chronic diarrhea"), alopecia ("hair loss") and vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced tooth loss ("tooth loss") and tooth fracture ("teeth cracking"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (novasure endometrial ablation). Essure was removed on 5-apr-2016. At the time of the report, the pelvic pain, fatigue, diarrhoea, alopecia, tooth loss, tooth fracture and arthralgia had resolved, the vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, back pain and vitamin d deficiency outcome was unknown and the bacterial vaginosis, depression and anxiety had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, diarrhoea, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth fracture, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, menorrhagia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation. Concurrent conditions included obesity and condom. Concomitant products included bupropion (wellbutrin), fluoxetine hydrochloride (prozac) and oral contraceptive nos. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2013, 2 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("chronic diarrhea") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (novasure endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, anxiety, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, diarrhoea and alopecia outcome was unknown. The reporter considered alopecia, anxiety, bacterial vaginosis, depression, diarrhoea, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on(B)(6)2011: total bilateral occlusion most recent follow-up information incorporated above includes: on(B)(6)2018: pfs, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:- pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, anxiety, migraine, headache,nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, diarrhoea, alopecia.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation, parakeratosis on (B)(6) 2011, vaginal dryness on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011 and cholecystectomy. Denies any stress urinary incontinence or urinary urgency. Concurrent conditions included obesity, condom, vaginal bleeding since (B)(6) 2016, abdominal cramps since (B)(6) 2016, carpal tunnel syndrome since (B)(6) 2016, hyperopia since (B)(6) 2016, astigmatism since (B)(6) 2016, hair loss since (B)(6) 2013, irregular menstruation since (B)(6) 2013, endometrial polyp since (B)(6) 2013, leiomyoma nos since (B)(6) 2016, paratubal cyst since (B)(6) 2016, irregular menstruation, hot flashes and night sweats. Concomitant products included bupropion (wellbutrin), fluoxetine hydrochloride (prozac) and oral contraceptive nos. In 2011, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In 2012, 2 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain"), arthralgia ("joint pain") and back pain ("low back pain"). In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("chronic diarrhea"), alopecia ("hair loss") and vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced tooth loss ("tooth loss") and tooth fracture ("teeth cracking"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, diarrhoea, alopecia, tooth loss, tooth fracture and arthralgia had resolved, the vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, back pain and vitamin d deficiency outcome was unknown and the bacterial vaginosis, depression and anxiety had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, diarrhoea, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth fracture, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, menorrhagia" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Events tooth loss, teeth cracking, joint pain, low back pain and vitamin d deficiency added from pfs. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.